Event description:
A few days back there was a problem with a difficult PICC insertion. The sherlock lollipop was all over the screen during the procedure. Subsequently after many maneuvers the tip was down and the ECG strip was saved. The patient was noted to have had some v-tach and an chest x-ray found that the tip was 3 cm too deep in the atrium.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.